Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to post paced t wave oversensing. The patient did not receive any therapy during the oversensing. No programming changes were made since all the oversensing episodes were noted on one day. The patient was in a stable condition and will continue to be monitored.